Event description:
A customer reported experiencing a cartridge alarm 20 while the pump was operating. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in loading a new cartridge using the correct technique, and the customer successfully resumed insulin therapy, resolving the issue.